Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-07499. It was reported the patient was admitted to the hospital with fever, body aches, nausea, decreased appetite and a headache. The patient also complained of neck pain. The physician suspected the patient's body was rejecting the scs implant. Consequently, the physician removed the patient's entire scs system. The patient was treated with antibiotics and the issue has since resolved.